Event description:
After implant, the intrathecal morphine therapy was initially effective. Around the first of month, the pt presented with symptoms of underinfusion. The health care professional (hcp) found more drug than expected in the reservoir (3 mls more than expected). The hcp was unable to test catheter patency with contrast liquid because it was not possible to inject liquid from the catheter access port. In 2008, the hcp did a surgical revision of the system. After disconnecting the catheter from the pump, catheter patency was verified; the catheter appeared accessible. The hcp carefully reconnected the catheter and after this reconnection the system seemed to be functioning properly; the pump was now infusing as expected and therefore no system component was explanted. There was no pt injury; the pt was doing well.

Manufacturer narrative:
Catheter.